Event description:
It was reported ¿patient¿s incision had already been reopened for noted swelling, bleeding in the wound. Bleeding under control and drain inserted. As crna was attempting the extubate the patient, tube appeared stuck and would not come out. Several attempts were made. Patient was not biting tube and was relaxed. Anesthesiologist attempted to turn tube 360 degrees and tube turned freely. At that point tube came out. When tube was examined small amount of tissue was noted on tube and gap between the blue area and tube itself was noted. Patient had delay in recovery and upper airway bleeding in pacu but was discharged home."

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was evaluated by the quality engineering team. As received condition: received part number 8229307, from lot number 0208565615. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] and white tape on the main tube. Equipment used: microscope (zeiss stemi 2000c between 0,65 to 5,0 magnification settings), scale. Observations: when compared to the assembly drawing. Revision j: the cuff was partially inflated which may have resulted in the reported malfunction; however, this cannot be confirmed. The cuff would deflate without issues. When viewed under magnification, the biological residues were present which indicates the tube was not cleaned prior to the return; however, there was no evidence of an aqueous lubricant. The instructions for use 68e4127 revision b indicates ¿lubricate cuff with an aqueous lubricant for intubation¿; without such lubricant, the user may experience difficulty during extubation. The instructions for use also indicate to ¿fully deflate the cuff prior to extubation¿. Note: the electrodes and wires were removed from the assembly; most likely for the reported 360 degrees rotation of the tube; this is not related to the complaint. The reported patients weight and swelling may have contributed to the reported event; however, this cannot be confirmed. The inside diameter of the tube measure right at 7mm which indicates the proper size per the labeling. Other than the observations above there were no anomalies in the construction that would result in the reported complaint. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint; therefore, manufacturing has been ruled out as a potential cause. With the lack of evidence to support a device issue the most likely cause for the complaint is misuse.